Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("got in to surgery") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("came out in pain") and complication associated with device ("complication associated with device"). The patient was treated with surgery. At the time of the report, the medical device removal and complication associated with device outcome was unknown and the procedural pain had resolved. The reporter provided no causality assessment for complication associated with device and medical device removal with essure. The reporter considered procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("got in to surgery") in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("came out in pain"). The patient was treated with surgery. At the time of the report, the medical device removal outcome was unknown and the procedural pain had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: upon internal review event complication associated with device was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("got in to surgery") in a 26-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), procedural pain ("came out in pain") and complication associated with device ("complication associated with device"). The patient was treated with surgery. At the time of the report, the medical device removal and complication associated with device outcome was unknown and the procedural pain had resolved. The reporter provided no causality assessment for complication associated with device and medical device removal with essure. The reporter considered procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.